Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, pelvic pain, abdominal pain, vaginal bleeding, nocturia, urgency, dysuria, vaginal bulge and pelvic spasms. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.